Event description:
Ablation on patient was in progress. High dose heparin being infused thru channel a, once lines were to be split and high dose heparin was to run between channel a and b, channel a turned off, and an error appeared. Error appeared and the brain module on pump began to beep, shut off. The rn ensured pump was not running/ infusing medication, then restarted pump and restarted medication. No additional medication was given to patient, and act remained stable. It is reported that a similar error alarm occurred earlier in the week. The pump was sequestered and returned to clinical engineering.